Manufacturer narrative:
Follow-up #1 date of submission 03/17/2016-device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2016 with the following findings: there was no evidence of a rewind issue found during a review of the pump black box data. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated rewind issue; the piston rod in the cartridge compartment retracted appropriately. The keypad functioned appropriately. The pump case was removed and no anomaly was found in relation to the motor flex connector. Unrelated to the complaint, during a visual inspection of the pump the battery compartment was observed to be cracked. Additionally, the bolus button cover was observed to be punctured; however, the button was responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod in the cartridge compartment did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.